Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Custome's father complains of hi results (more than 600mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 135-170mg/dl fasting. Verified the strips expire 2/24/2018. Customer confirms the strips have been properly stored and were first opened 1/11/2016. Reviewed meter memory: (B)(6). The normal below was for 6months ago m now his blood he does not rally have a normal range since his blood is been uncontrolled, his father says he has many disablities , and (B)(6) 2016 he was running hi all day long. With no symptoms of a high blood sugar. (B)(6). Father who called stated his only major change is that he has an abcess tooth and was given antibodics and he also suffers from high blood pressure. His father stated he has not had a normal range of blood sugars in sometime. He normally takes the blood sugars before each meal and is taking quite a lot of insulin.